Event description:
It was reported by the rep that during a gastrectomy procedure, the device failed to fire staples from 3 o'clock to 12 o'clock. The procedure was complete with sutures. There was no pt consequence. The device was discarded.